Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the complaint of "the rear rotation knob is loose and free pinning", the site determined this was due to a bent port shaft, a broken top frame, and a broken rotation knob. To correct the customer complaint the site replaced the port shaft, coil pin, the top frame, positioning spring and screw, and the rotation knob. The black cable was replaced due to the wires on the black cable connector were cut. The translational cable was replaced due to the unit displayed multiple green cable errors. The rotational and the miter gear were replaced due to they were making a loud grinding noise. The bottom frame was replaced due to the clips were broken, the holster board was replaced due to it could not be properly calibrated due to the holster board, and the e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the rear rotation is loose and free spinning. There was no procedure involvement. There have been no pt consequences reported.